Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the generator to resolve the issue due to power values measured by high frequency (hf) generator and power supply did not match. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation. The probable root cause of the reported event is likely due to a mismatch in power values measured by the hf generator and power supply, which led to the malfunction.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the customer called the technical support engineer (tse) and reported erbe error c-26 - power values measured by high frequency (hf) generator and by power supply don't match. The procedure was completed with no reported injury or delay.